Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire detachment occurred. The target lesion was located in the anterior tibial artery. A v-14 control wire was advanced to cross the lesion but it sheared off into the patient. The device remained inside the patient. The patient expired and the cause of death was unknown. The physician stated that the patient's death was not related to the device.